Event description:
Event description guidant received information that this pacemaker, upon trans telephonic monitoring(ttm), was displaying noise or loss of capture at the lower rate limit in the ventricle. When the magnet was placed over the device, there was an appropriate magnet rate an capture. The pacemaker is included in the failure mode 2 advisory. The patient later inquired about the advisory and the ttm.